Event description:
Informant stated that the pressure tubing which runs between the drip chamber and the collection bag developed a cut or slice in the tubing where the slide clamp was placed. Drainage was off to pt so there was no negative effect on the pt.